Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple infusion set changes. The customer's blood glucose was 310 mg/dl at the time of incident. The customer's blood glucose was 350 mg/dl at the time of call. Customer reported that they feel okay to troubleshoot. Customer reports they do not have a back-up plan available. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.